Event description:
This report is based on information provided by a philips remote service engineer and a technical engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device alarm bar (light indicator) was damaged with the cover missing. There was no reported patient involvement, therefore no health consequences or impact.